Event description:
Baxter reported that pt found a leak on a transfer set during fill. As the leak was observed again during drain, the set was exchanged. The spike was broken during exchange of the transfer set by the customer. The actual sample was available for eval. There was no pt injury or medical intervention.

Manufacturer narrative:
.